Event description:
Report received that within two weeks of a patient's generator replacement, she experienced an increase in seizures. The device was reportedly turned on in the or after surgery. No additional relevant information has been received to date.